Event description:
Customer called to report discrepancy between the sensor glucose reading and the blood glucose reading. Sensor glucose reading was 48 mg/dl 2 days before and the blood glucose reading was 500 mg/dl when she woke up the next morning. Current sensor glucose reading is 200 mg/dl and blood glucose reading was 256 mg/dl. Troubleshooting was performed. Insertion technique was correct and no bent cannulas had been noted. Advised the customer on how to properly insert and calibrate the sensor. The customer mentioned that her blood glucose reading went up to 500 mg/dl due to a yogurt snack. Customer treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch 3004209178-2015-83281.